Event description:
It was reported that the lead showed an increase in impedance and no pacing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace impedance trend data shows a gradual increase for min and max rv pace = 512 to 2528 ohms peak between (B)(4) 2011 and (B)(4) 2012.